Event description:
During device replacement due to normal eri, externalized conductors were observed between the rv and svc coils. No electrical anomalies were present. Patient was asymptomatic. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.